Event description:
Patient presented to the physician with pain at the chest site where the sense lead was located. Imaging was performed and physician suspected the sensing lead may have migrated into the pleural space. Physician brought the patient into the or and could not confirm if the sense lead had migrated. Physician decided to remove the sense lead and placed a new sensing lead in an alternate location.